Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 8/29/2019. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During analysis of the sample was found two tear (a and b) in the anterior view, measuring approximately 0.5 cm (a) and 2.4 cm (b). Microscopic examination was performed and no evidence of instrument damage was observed in the tear a, however, microscopic examination of the edges of the rupture b revealed parallel striations. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 475cc mentor smooth round moderate plus profile saline breast prothesis catalog: 3502475, lot: 6810326, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation with a 475cc mentor smooth round moderate plus profile saline breast prothesis experienced left sided deflation post procedure. The deflation was diagnosed by a physician. As a result, the patient had an explantation on (B)(6) 2019.